Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was under the front hooks and one of the ECG electrodes. The patient was given a prescription from her physician. The patient also began using a lotion. Follow-up indicated that the irritation improved.